Event description:
A report was received that after the implant procedure the patient felt new pain in the right groin. The patient's normal pain pattern is in the left lower back and left leg. The ipg is implanted in the left flank. The patient was admitted for observation in the hospital and was given pain medication, including dilaudid. The pain had subsided but the patient continues to feel groin pain. The patient was sent home. The device was working properly and covering the patient's pain areas.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisan surgical lead with platnalock technology - 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.